Event description:
A consumer reported a pt with a long standing history of treatment, who had been treated at the vermilion borders. The consumer stated she was able to observe needle marks along the pt's vermilion border treated sites. The consumer did not see any permanent discoloration at the treated sites. It was not known how soon after the pt's last treatment the consumer observed the needle marks, but the consumer did not believe the pt was alleging a complaint as a result of her long standing treatment. No further info was available, and the consumer did not wish to divulge pt identity.